Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic hemorrhoidal ligation procedure performed on (B)(6) 2024. The patient underwent an endoscopic hemorrhoidal ligationto treat the internal hemorrhoids and relieve the discomfort and hematochezia. Endoscopic observation of the patient's internal hemorrhoid condition was conducted. When deploying the ligation band, it fractured, resulting in damage and bleeding to the patient's rectal mucosa and the doorway of the room. Therapeutic measures were taken, and a new ligation device was re-installed. The patient had bleeding and caused a damage to the tissue due to the device malfunction. There was no information as to what was the patient's condition after the procedure. No further information has been obtained despite good faith efforts.